Manufacturer narrative:
Due to a hardware survey in the USA following was reported: "the black pressure sensor cable has given inaccurate pressure readings for a few of our patients which has led to some safety concerns when the patient is on ECMO. If this cable or connection could be improved for accuracy we would appreciate the update." There was no service performed and no further information could be requested, as this is an anonymous survey complaint. As there is no information about what exactly is defect on the hls cable following root causes were possible: another hls cable was investigated by getinge life cycle engineering (lce) on (B)(6) 2022. The error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which originated from external force. Another hls cable was investigated by getinge life cycle engineering on (B)(6) 2021. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. The most probable root cause for a damaged insulation was determined as age-related wear and tear of the cable through frequent flexing and bending over the last years according to the instruction for use of the involved disposables (hls set advanced 5.0/7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult/adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Referring to the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. Moreover it is stated in the instructions for use (IFU) of the caridohelp (chapter 10 "cleaning and disinfection") that the cables and the whole device should be cleaned after each use to remove soiling or residual blood. The review of the non-conformities has been performed on (B)(6) 2023 for the period of the start of ncs to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure regards the hls cable causing pressure issues. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "inaccurate pressure readings caused by hls cable" could not be confirmed, as this complaint is out of a survey. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This is out of an anonymous survey.

Event description:
Due to a hardware survey in the USA following was reported: "the black pressure sensor cable has given inaccurate pressure readings for a few of our patients which has led to some safety concerns when the patient is on ECMO. If this cable or connection could be improved for accuracy we would appreciate the update." Complaint ID# (B)(4).